Event description:
The customer reported that her blood glucose was 506 mg/dl. She had changed out her infusion set twice, believed the insulin pump was not properly working, and treated with manual injection. Troubleshooting was performed. The drive support cap appeared norma. No air or leaks were found in the tubing. Insulin exited during a manual prime. The high pressure test was performed and passed. The infusion set cannula was neither bent nor occluded. The customer was advised to change the entire set, reservoir and insulin. The customer stated she would follow up with her healthcare provider in regards to her high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.